Event description:
It was reported that the patient was hospitalized for hypoglycemia. The patient reported that she inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy. The patient reported that she inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.